Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 420mg/dl and no insulin on board, although the customer had just administered a quick bolus. The pump history showed no sign of a quick bolus. The customer treated elevated bgs by administering manual injections. System check was performed by tandem technical support, and the pump performed as intended. Tandem technical support educated the customer on bolus history, and quick bolus setup. They also guided the customer through a quick bolus delivery on a demo pump.

Manufacturer narrative:
.